Manufacturer narrative:
Batch review performed on 17 september 2019: lot 179374: 100 items manufactured and released on 30-apr-2018. Expiration date: 2023-04-19. No anomalies found related to the problem. To date, 95 items of the same lot have been already sold without any other similar reported event. Additional implant involved in the event: cup: mpact 01.32.154dh acetabular shell 54 two-holes (k132879) lot. 168444. Batch review performed on 17 september 2019: lot 168444: 119 items manufactured and released on 28-mar-2017. Expiration date: 2022-03-14. No anomalies found related to the problem. To date, 118 items of the same lot have been already sold without any other similar reported event. Additional implant involved in the event: liner: mpact 01.32.3644hct flat pe hc liner 36/e (k103721), lot. 177251. Batch review performed on 17 september 2019: lot 177251: 110 items manufactured and released on 09-feb-2018. Expiration date: 2023-01-30. No anomalies found related to the problem. To date, 106 items of the same lot have been already sold with two similar reported event. Additional implant involved in the event: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14, 36 size m 0 (k112115), lot. 177703. Batch review performed on 17 september 2019: lot 177703: 221 items manufactured and released on 27-feb-2018. Expiration date: 2023-02-15. No anomalies found related to the problem. To date, 217 items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed after 1 year and 2 months after the primary due to signs of an infection (the pathogen is unknown). The surgeon removed all hardware and implanted an antibiotic spacer successfully.